Event description:
The customer reported that the system displayed an a/d channel 8 failure. This error will likely prevent the system from booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The f5 fuse on power signal pcb was evaluated and replaced. The taps on iso-transformer was evaluated and replaced. The surge suppressor pcb was replaced during service. The system was tested and found to be working as intended and returned to service.